Event description:
Report received from the (B)(6) states that the sleeve was loose and did not fit nicely thru the incision. There was no reported injury or consequences to the patient.

Manufacturer narrative:
The product was requested however has not been received. The lot number of the pack was not provided therefore the sterilization and lot history records could not be reviewed.